Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient stated the alleged issue began on (B)(6) 2011 at approximately 8:00 am. She reportedly tested her blood glucose just after waking up and reported that the value was "200mg/dl" which she felt was higher than normal for that time of day. The patient stated her blood glucose readings are usually "180 mg/dl" in the mornings and in the "200's-280's mg/dl" during the day. The patient reportedly manages her diabetes with novolog rapid and regular insulin (self adjuster, based on meals and readings) and reportedly adjusted her insulin dose based on the meter result. She could not recall how much insulin she increased in response to the alleged issue. Later that day sometime prior to 8pm, the patient claimed she "passed out" and prior to passing out she did not feel ill or symptomatic. The patient advised the mss that she took her insulin as usual before her dinner at 3pm but could not recall what her blood glucose reading was at 3pm. The patient could not recall how many units she of insulin she took and confirmed she was feeling normal at that time. The patient could not recall if she checked her blood glucose prior to passing out. Her spouse called the paramedics at approximately 9pm of that evening and when they arrived and check her blood glucose suing the hcp meter she reported that her blood glucose was "20mg/dl." The patient was immediately treated with IV glucose and she began to regain consciousness. The hcp tested her again 40 minutes later and she reported her blood glucose level was "128mg/dl." The patient reported that she was not taken to the hospital and the paramedics left after she got better. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.